Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer's blood glucose value was 182 mg/dl. Troubleshooting was performed and reported that the self test did not passed. The customer stated that they were able to clear and rewind the insulin pump. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 68 alarms, battery failed alarms, or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm , fault isolated to the electronic assembly. The pump was received with the serial number label faded.